Manufacturer narrative:
H6.2 eval code method (annex b): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a fusion oxygenator, it was reported that when on full flow bypass, the oxygenator failed and only was able to produce a p02 of roughly 50mmhg. C02 was roughly 55mmhg despite the flow meter being at flush. This occurred at roughly two hours into the surgery. Prior to the failure, the oxygenator device was working well.the patient¿s mixed venous dropped to 30%, cerebral sats dropped from 70¿s to 50¿s, and lactate climbed to 8mmol/l from roughly 1.5mmol/l.the failure occurred near the end of the surgery so the customer was able to come off pump without changing out the oxygenator. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info d4: updated the serial number information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.